Manufacturer narrative:
Date sent to FDA: 6/4/2019. Additional narrative: it was reported that following insertion the patient experienced vomiting and abdominal bulge. It was reported that patient underwent revision of mesh on (B)(6) 2018 due to recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal of the mesh. The surgeon noted that there were adhesions to the undersurface of the fascia. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.